Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced pericarditis. During an emergent follow up after a pulse field ablation (pfa) procedure using a farawave catheter the patient presented to the emergency room (ER) for pericarditis. A transthoracic echocardiogram (tte) was performed but did not show any remarkable results. The patient was discharged home with a prescription for prednisone (50mg x 7 days). The patient had good results at the three month follow up appointment. It is unknown if the device will be returned for analysis.